Event description:
It was reported that the patient experienced a shocking and jolting sensation in her buttock and back region. No known accident or fall was reported. The patient reported that the "whole issue started about 1.5 months ago." It was noted that the health care provider (hcp) performed an impedance test on the patient's device. The patient noted that "it was too high and it shocked her in the office." It was further noted that the patient's device "shocked her all night long" and she had to wait to shut off the stimulation. The patient stated that "it was the worse pain she had ever felt." It was noted that the patient's stimulation was currently turned off. The patient noted that movement caused a change in stimulation, while palpation did not. It was noted that an x-ray had been scheduled by the hcp. Normal impedance measurements were reported, although the manufacturing representative indicated that one electrode pair revealed "question marks in the results." It was noted that this also occurred 1.5 months ago on the same pair. It was further noted that the patient could not feel anything when the device was at 0.3v, but the patient could not tolerate any testing performed using over 0.2v. The patient outcome was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v887349, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).